Manufacturer narrative:
(B)(4). The customer returned a 3-lumen cvc for evaluation. The customer also provided three images of the catheter, the hole in the proximal extension line, and the juncture hub. Visual examination revealed a hole in the proximal extension line of the catheter. Signs-of-use in the form of biological material and sutures on the wings of the juncture hub were also observed. After failing the functional inspection, the damage to the proximal extension line was analyzed under magnification. The hole had smooth edges and was consistent with damage due to contact with sharps. No other defects or anomalies were observed. A lab inventory syringe was used to perform a leak test on the catheter. With the distal end occluded, water was injected into the proximal extension line. Water was found leaking out of the hole in the extension line body. The IFU provided with the kit warns the user, "do not use scissors to remove dressing to minimize the risk of cutting catheter." The customer report of a rupture in the extension line was confirmed through complaint investigation. After confirming the leak in the proximal extension line via a leak test, visual examination identified a hole in the body of the proximal extension line. Signs-of-use were also observed. Microscopic examination revealed that the hole had smooth edges and was consistent with damage due to contact with sharps. Based on the customer description and the returned sample, it was determined that unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: a crack in the white port was noted on (B)(6) 2018 during cardiac arrest. When attempting to push medication through the port a leak was noted. The user was able to utilize the other ports. During the code the blue central line fell out by accident. No harm to the patient at the time of the initial report. A new line was placed without incident. The patient expired several days later. The patient's death was not the result of the issue with the extension line as reported by the doctor.

Manufacturer narrative:
Qn# (B)(4). The patient expired several days after the reported incident. The patient's death was not the result of the issue with the extension line as reported by the doctor.

Event description:
Complaint description: a crack in the white port was noted on (B)(6) 2018 during cardiac arrest. When attempting to push medication through the port a leak was noted. The user was able to utilize the other ports. During the code the blue central line fell out by accident. No harm to the patient at the time of the initial report. A new line was placed without incident. The patient expired several days later. The patient's death was not the result of the issue with the extension line as reported by the doctor.